Manufacturer narrative:
The pump was received with a blank display and a constant tone alarm due to corrosion on the electronics. They were unable to verify the button keypad anomaly due to the blank display. The pump had a minor scratched display window and a cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that he had a blank screen with a buzzing sound on the insulin pump. Customer stated that the pump was in his pocket and he was on the couch. Customer stated that when he pushed the button, the pump went blank. Customer stated that the display did return after inserting a new battery but when he hit the button, the pump went blank again. Customer stated that the pump had lines going up like a heartbeat. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.